Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked at 68cm from the proximal end. There was peeling to the ptfe coating noted just distal to the kinked section of the guidewire. Functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. The guidewire was returned and noted to be kinked with ptfe damage noted near the kink, confirming the reported event. Based on review of all information and results of the device analysis, it is probable that the guidewire was kinked, and the ptfe coating damaged as a result of handling of the device during removal of the device from its packaging or during preparation of the device. An assignable cause of handling damage will be assigned to the as reported and as analyzed ¿guidewire kinked/bent¿, ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that during the procedure, the physician removed the subject guidewire from the dispenser hoop and shaped it. During the delivery of the subject guidewire the physician found that the middle part of the subject guidewire was kinked and the area around kink was exposed and had no ptfe (polytetrafluoroethylene) coating. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the physician removed the subject guidewire from the dispenser hoop and shaped it. During the delivery of the subject guidewire the physician found that the middle part of the subject guidewire was kinked and the area around kink was exposed and had no ptfe (polytetrafluoroethylene) coating. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.